Event description:
It was reported that an administration set was not priming. There was no flow of medication through the set. There was no patient involvement, no injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Corrected data: retraction: please disregard the initial report submitted with the MFR: 3012307300-2022-14306. The report was submitted in error.